Manufacturer narrative:
(B)(4). Date sent: 06/15/2021. H11: corrected data = information omitted on previous report. D4: lot number: possible lots for complaint device are u93j3x/ u9321j. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested and the following was received: what were the indications for surgery? Ans: ca rectum. What surgical procedure was performed? Ans: lap anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Ans: no. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. What healthcare professional fired the device and what is his/her experience with the device? Ans: experienced, 70+ cases with the device since 2020. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing ans: no. Were there any issues with device use/firing ans: no. What confirmation was received that the device completed the firing sequence? Ans: green tick. Was the green checkmark visible at the end of the firing ans: yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device. Ans: 2 full turns. Was there any difficulty removing the device ans: no. Was a complete transection of the white breakaway washer visually confirmed ans: unknown. Were the donuts inspected? If so, please describe. Ans: yes, completed. Were there any issues noted with staple formation? If so, please describe the shape and location. Ans: no. Was a leak test performed? If so, what type and what was the result ans: yes. Colonoscopy co2 insufflation. Negative. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: yes. How many days postoperative did the leak occur? Ans: no leakage. How was the leak identified? Ans: no leakage. What was observed at the site of the leak upon reoperation? Ans: no leakage. How was the leak addressed? Ans: no leakage. How was the post-op bleeding identified? Ans: per rectal bleed. How many days postoperative was the bleeding identified ans: day 1. What was the total estimated blood loss (ml) ans: 50ml. Was a transfusion required ans: no. How was the bleeding addressed ans: colonoscopy with metal clip application to anastomosis. What was the pre and postoperative anti-coagulant and pain management protocol? Ans: not on anti coagulation pain management according to eras protocol. Was the bleeding intraluminal or extraluminal? Ans: intraluminal.

Event description:
It was reported that the doctor was using the cdh29p to complete the anastomosis. After the firing there is immediate bleeding which required 4 clips to do the hemostasis. After 1 day, she found the patient has re-bleeding and need another 4 clips on the staple line. The patient is currently still under observation.